Event description:
The patient contacted animas on (B)(6) 2013 reporting a blood glucose of 60 mg/dl with seeing spots and shakiness. The patient reported that blood glucose levels resolved with oral carbohydrate intake. The patient indicated that the pump was not implicated in the event as the patient indicated being a ¿brittle¿ diabetic and this was the typical pattern. The patient confirmed that the pump settings were correct in the pump and the patient was working with a health care provider. This report is made based on the allegation that the patient experienced hypoglycemia of unclear cause while using insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.